Event description:
It was reported that a vascular stent labeled with a length of 100mm appeared to be only 60mm in length after it had been implanted in the superficial femoral artery to treat three focal lesions. Although the stent failed to completely treat all three lesions, no further treatment was performed after the stent was successfully post dilated. Imaging demonstrated suitable patency after post dilatations were performed. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.